Manufacturer narrative:
This report is submitted on 17 january 2020.

Event description:
Per the clinic, the patient experienced infection at implant site resulting in explant of the device on (B)(6) 2019. The patient was treated with oral antibiotics post operation to treat infection.

Manufacturer narrative:
This report is submitted march 19, 2020.